Event description:
It was reported that following insertion of the sheath in the pt's femoral artery for a femoral angiogram, resistance was encountered as the sheath was being removed. Surgical removal was required, since the sheath had apparently lodged in the pt's aortal graft which had significant scar tissue. There was no add'l complications.